Manufacturer narrative:
Manufacturer's investigation conclusion: the field reported event of exposed wires on the power extension cable was confirmed. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable had physical damage in the form of frayed and exposed wires. A known working test power extension cable was used for performance testing due to damage to the one returned. The unit powered on successfully in conjunction with the test power extension cable with the power supply connected directly to it. The unit passed the diagnostic test. No software malfunctions or anomalies were observed. Patient data backup was performed without errors using the returned gsm modem. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.